Event description:
On 26th february 2025, rayner received notification from its distributor in singapore of an event that occurred during use of a rayone emv rao200e. The event description provided states that the leading haptic and optic successfully ejected from the nozzle; however, a small crack was noticed in the lens. The surgeon continued with the injection and on implantation into the eye the trailing haptic was identified to be broken necessitating explantation and exchange of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "the leading haptic and lens optic successfully came out. However, a small crack was noticed on the lens. As dr nicole continued to advance the push to release the trailing haptic, she noticed that the tip of the trailing haptic was stuck in the tip of the injector. As she tried to wiggle the injector, it was noted that the trailing haptic was also broken". The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the injector was removed from the blister tray to insert ovd and to close the flaps. This is a deviation from the IFU which states that these steps must be completed with the injector remaining in the blister tray. The rayone preloaded iol injection system use risk analysis identifies user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge and user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly as causes of "trapped/ torn lens haptic/ optic during insertion". Our review of production records for the rayone emv rao200e batch 114256241 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 114256241.